Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 2 of 2 on the home choice (hc). The technical service representative (tsr) advised the home patient (hp) that air entered the setup. The tsr instructed the hp to close all the clamps and transfer set. The tsr instructed the hp recycle the power twice and that the hp would need to start over with new supplies or do a manual exchange to complete therapy. The tsr also advised the hp would need to notify the peritoneal dialysis nurse (pdrn) about the system error 2240. The hp would save the cassette. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. Per the hp, the supplies were given to the peritoneal dialysis nurse (pdrn). The hp followed up with manual supplies the following morning. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the system error 2240 alarm and the supplies used during the alarm. Per the pd rn, they did not have the cassette that the home patient (hp) was using at the time of the alarm. The pd rn stated the hp did not give them a cassette. No further information was given. There was patient involvement.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).